Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstruation"), abdominal pain ("severe abdominal pain when not menstruating, cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2013). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (date of deliveries: (B)(6)). Concurrent conditions included overweight. Concomitant products included oral contraceptive nos for birth control. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced adnexa uteri pain ("sharp & aching right lower abdomen (ovary) pain/ stabbing & throbbing left lower abdomen (ovary) pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstruation/ heavy periods"), abdominal pain ("severe abdominal pain when not menstruating, cramping"), dyspareunia ("pain during intercourse"), menstruation irregular ("irregular periods"), arthralgia ("joint pain in hands"), neck pain ("neck pain"), dysfunctional uterine bleeding ("dysfunctional bleeding") and investigation non-compliance ("she did not undergo an essure confirmation test"). The patient was treated with naproxen sodium (aleve tablet), solpadeine (tylenol 1), medroxyprogesterone (depo provera) and surgery (underwent a salpingo-oophorectomy& partial hysterectomy in (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved, the genital haemorrhage, abdominal pain, menstruation irregular, dysfunctional uterine bleeding, adnexa uteri pain and investigation non-compliance outcome was unknown and the arthralgia and neck pain had not resolved. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, investigation non-compliance, menorrhagia, menstruation irregular, neck pain and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 11-jan-2018: new events: menstruation irregular, arthralgia, neck pain, dysfunctional uterine bleeding, adnexa uteri pain, investigation noncompliance were added. Previously reported event dyspareunia, menorrhagia, pelvic pain outcome updated from unknown to recovered. Patient information (dob, weight, height), patient historical condition were also added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of deliveries: (B)(6)1987, (B)(6)1990 and (B)(6)1996), nausea, gallbladder disorder and breast prosthesis implantation. Concurrent conditions included overweight, vaginal bleeding, right lower quadrant pain, dysmenorrhea, fibroids, leiomyoma of uterus, unspecified, ovarian cyst, anxiety, chronic cervicitis and adenomyosis. Concomitant products included citalopram for anxiety and oral contraceptive nos for birth control and irregular menstruation. In (B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse"). In 2010, the patient experienced adnexa uteri pain ("sharp & aching right lower abdomen (ovary) pain/stabbing & throbbing left lower abdomen (ovary) pain"). In (B)(6)2011, the patient experienced menorrhagia ("prolonged menstruation/heavy periods") and menstruation irregular ("irregular periods/ unusual periods"). In (B)(6)2011, the patient experienced dysfunctional uterine bleeding ("dysfunctional bleeding"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("unusual bleeding"), abdominal pain ("severe abdominal pain when not menstruating, cramping"), arthralgia ("joint pain in hands"), neck pain ("neck pain"), investigation noncompliance ("she did not undergo an essure confirmation test") and abdominal pain lower ("cramping"). The patient was treated with ethinylestradiol;norethisterone acetate (microgestin), medroxyprogesterone acetate (depo provera), paracetamol (tylenol), naproxen sodium (aleve tablet) and surgery (underwent a salpingo-oophorectomy& partial hysterectomy in (B)(6)2013). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved, the genital haemorrhage, abdominal pain, menstruation irregular, dysfunctional uterine bleeding, adnexa uteri pain, investigation noncompliance and abdominal pain lower outcome was unknown and the arthralgia and neck pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, investigation noncompliance, menorrhagia, menstruation irregular, neck pain and pelvic pain to be related to essure (ess205). The reporter commented: it was reported that she took a leave in 2013 due to her hysterectomy. She had gallbladder and breast implant replaced procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6)2007: results: essure coils in place; fallopian tubes occluded. Current weight: 207 lbs. Pathology report on (B)(6)2013, uterus with cervix and :right fallopian ;tube and ovary, resection: chronic cervicitis. Benign endometrium with extensive tubal metaplasia, myometrium with adenomyosis and leiomyomas. Uterine serosa with no diagnostic abnormality. Right fallopian tube with no diagnostic abnormality, right ovary with no diagnostic abnormality. Uterine weight- 192 grams. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstruation irregular, adnexa uteri pain, abdominal pain, dyspareunia, pelvic pain, menorrhagia, dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: lawyer was added. Cramping was added as a event. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date of deliveries: (B)(6) 1987, (B)(6) 1990 and (B)(6) 1996), nausea, gallbladder disorder and breast prosthesis implantation. Concurrent conditions included overweight, vaginal bleeding, right lower quadrant pain, dysmenorrhea, fibroids, leiomyoma of uterus, unspecified, ovarian cyst, anxiety, chronic cervicitis and adenomyosis. Concomitant products included citalopram for anxiety and oral contraceptive nos for birth control and irregular menstruation. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse"). In 2010, the patient experienced adnexa uteri pain ("sharp & aching right lower abdomen (ovary) pain/stabbing & throbbing left lower abdomen (ovary) pain"). In (B)(6) 2011, the patient experienced menorrhagia ("prolonged menstruation/heavy periods") and menstruation irregular ("irregular periods/ unusual periods"). In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding ("dysfunctional bleeding"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("unusual bleeding"), abdominal pain ("severe abdominal pain when not menstruating, cramping"), arthralgia ("joint pain in hands"), neck pain ("neck pain"), investigation noncompliance ("she did not undergo an essure confirmation test") and abdominal pain lower ("cramoing"). The patient was treated with ethinylestradiol;norethisterone acetate (microgestin), medroxyprogesterone acetate (depo provera), paracetamol (tylenol), naproxen sodium (aleve tablet) and surgery (underwent a salpingo-ophorectomy& partial hysterectomy in (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved, the genital haemorrhage, abdominal pain, menstruation irregular, dysfunctional uterine bleeding, adnexa uteri pain, investigation noncompliance and abdominal pain lower outcome was unknown and the arthralgia and neck pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, investigation noncompliance, menorrhagia, menstruation irregular, neck pain and pelvic pain to be related to essure (ess205). The reporter commented: it was reported that she took a leave in 2013 due to her hysterectomy. She had gallbladder and breast implant replaced procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: essure coils in place; fallopian tubes occluded. Current weight: 207 lbs. Pathology report on (B)(6) 2013, uterus with cervix and :right fallopian ;tube and ovary, resection: chronic cervicitis. Benign endometrium with extensive tubal metaplasia, myometrium with adenomyosis and leiomyomas. Uterine serosa with no diagnostic abnormality. Right fallopian tube with no diagnostic abnormality, right ovary with no diagnostic abnormality. Uterine weight- 192 grams. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstruation irregular, adnexa uteri pain, abdominal pain, dyspareunia, pelvic pain, menorrhagia, dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.